Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to the service center for evaluation. The customer¿s complaint was not confirmed. Leak was noted form a cut on the bending section. Scratches were noted at the distal end of the scope. There were also scratches noted on the insertion tube. The scope has passed image check before and after fog test. However, scope has missing partially cement on objective lens, non-olympus light guide tube, video cable. There were also cracks noted on the device. The device was repaired and returned to the customer. The ltf-s190-5 instruction manual states ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. In addition, the instruction manual warns against improper repairs and states ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿

Manufacturer narrative:
This supplemental report is being submitted to report additional information provided by the original equipment manufacturer (OEM). The OEM performed a review of the dhf and confirmed durability on angulation stress. A review of the instrument history revealed the scope was purchased on may 27, 2016. The scope was returned for service on feb 12, 2018 at the insertion unit was replaced and again on mar 13, 2020 the current defective occurred.

Manufacturer narrative:
The device was returned and is pending evaluation. The cause of the reported event cannot be determined at this time. However, the instruction manual request that user to do the following: insert the light guide connector into the output socket of the light source until it stops. If the light guide connector is not inserted completely, the endoscopic image may not be properly displayed. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.

Event description:
The service center was informed that during preparation for use, the deflectable videoscope, would not display an image. The scope was tagged for the image issue and removed. The scheduled procedure was completed with a similar device. There was no patient involvement reported.